Manufacturer narrative:
Qn#(B)(4). The actual device was returned for investigation. The visual inspection of the returned product showed signs contamination and usage. Discoloration or design irregularities could not be found. The graduation marks were clearly visible. The inspection of the white and yellow control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the tube shaft revealed small tears on the laser guard foil and a circumferential tear at a distance of 1.5 cm to 3 cm. A device history record (DHR) review was conducted on lot 19111 and no issues that could have contributed to the reported event were identified. Due to the composite materials of the laser guard foil and the hardness properties of the soft rubber tube, the endotracheal tube for laser surgery has a sufficient kink resistance. Due to the tears in the laser guard foil and the geometry of the 3-way-tube, kinking may occur at the point with the largest inner lumen. During the manufacturing process, a number of in-process controls are carried out, such as measurement of hardness and density of rubber mixture. Based on the investigation performed, no manufacturing related root cause could be identified. Most likely the issue reported was caused by improper usage of the device. In the instructions for use (IFU) is expressly stated: "during intubation, make sure that the tube is not bent or torqued in the area of the laser-guard foil and that the laser-guard foil itself is not in any way damaged."

Event description:
The complaint is reported as: "after intubation of a patient was noted to not be functioning properly based on co2 monitoring and stethoscope confirmation of breath sounds. This was confirmed by surgeon utilizing a laryngoscope which allowed him to see the tube kinked in the back of patient's mouth. The tube was removed and replaced with a metal tube. " per clinical department, patient is stable. No harm reached the patient.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "after intubation of a patient was noted to not be functioning properly based on co2 monitoring and stethoscope confirmation of breath sounds. This was confirmed by surgeon utilizing a laryngoscope which allowed him to see the tube kinked in the back of patient's mouth. The tube was removed and replaced with a metal tube". Per clinical department, patient is stable. No harm reached the patient.